Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient have been reported.

Manufacturer narrative:
Footswitch failure preventing the use of the device during surgical treatment. We are unaware about operator/patent injury.